Event description:
Ad-tech received an email on 8/20/2021 regarding a surgon who reported a bent bolt that would not allow the electrode to fit through.

Manufacturer narrative:
On (B)(6) 2021, ad-tech received an email from (b(6) healthcare regarding a bent bolt that would not allow the electrode to fit through. The physician had reported to severn that he was able to succuessfully place two electrodes, but was unable to place the third because of a bent electrode that would not allow the electrode to fit through. Ad-tech sent an email requesting additional information. On 01/25/2022, ad-tech received follow-up information regarding this occurrence. It was reported that the event occurred during surgery in (B)(6) 2021 (no exact date was provided) and that the bolt bent for the third electrode placement and the electrode didn't fit through. There was no injury or impact to the patient. The product was returned to ad-tech. One clear ziploc bag containing one mm16a-sp05x-000, one stylet, and one anchor bolt was received. The original packaging, labeling and dfus were not included. The product was visually examined for any findings corelating to the reported alleged deficiency. Upon visual inspection, there was a slight bend in the bolt, though it was able to slide onto the electrode and connect to the cap. The complaint stated that the bolt was bent and the electrode didn't fit through. The alleged complaint that the bolt was bent is confirmed. While the electrode passed through the bolt during the analysis, the damage to the bolt would have impacted the ability to use it for the procedure. The return evaluation does support the alleged deficiency reported in the complaint. No root cause could be identified and there are no corrective actions at this time. The trend code will be monitored. The risk assessment concluded that the calculated occurence remains alap and no further action is needed at this time.